Event description:
Related manufacturer reference number: 3006705815-2024-00863 and 3006705815-2024-00864. It was reported that the patient had an infection at the leads as well as the ipg. It is unknown how the infection was treated due to hippa. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.